Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a remote transmission showed far field r-wave (ffrw) oversensing on the atrial lead that was being recorded as atrial arrhythmias. The sensitivity on the lead was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.